Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 5 was failed and would not open. A field service engineer powered down the station, removed the drawer, and found that the magnet had fallen out of the inseparable latch, replaced the inseparable latch with a new unit and tightened all associated screws on the latch mount and catch. Service was restored, performed hardware test application (hta) tests for the device and storage space to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ubc 3d 6drw main full height cubie drawer 5 had failed. The customer attempted to recover the drawer; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.